Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown and nutrineal pd4 unknown therapies for peritoneal dialysis (pd). This report was initiated in response to an fca letter. On an unreported date, the following solutions with lot numbers were delivered to the patient: (B)(6), (B)(6), (B)(6) and (B)(6). However, it was not confirmed if the pd solutions were administered to the patient. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial treatment with unspecified antibiotics. On an unreported date, the event of peritonitis resolved. It was unknown if dianeal unknown and nutrineal pd4 unknown therapies were ongoing. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.